Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, r-wave amplitude variation, and low impedance. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable capture threshold, r-wave amplitude variation and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information noted that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced on 18 nov 2021. Further information was requested however, was not provided.